Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the configuration is lost. There was reportedly no patient involvement. Remote support from the customer care solution center was received but the customer cancelled the service activity. There is no reported resolution of the reported problem. The customer cancelled service, we are unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time.